Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood as instructed in the user's guide. No problem was found upon eval of the returned cartridge. The exact cause of the alarm cannot be determined. The user's guide includes probable causes and appropriate instructions for troubleshooting alarms. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid balance system alarm occurred during a routine hemodialysis treatment. Rinseback was not performed per facility instructions, resulting in an estimated blood loss of 190cc. No medical intervention was required.